Manufacturer narrative:
Model number/catalog number: sc-2218-70. Serial number: (B)(4). Batch/lot number: 17354662. Model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient was experiencing stimulation in an unwanted area. The patient underwent a revision procedure where the lead was pulled down another vertebral level.